Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. There was severe aortic tortuosity. It was reported that the patient was a symptomatic emergent case, presenting with abdominal and groin pain. Post stent graft implant it was noted that there was a separation type iii endoleak. A cuff was implanted in an attempt to resolve the endoleak, which was unsuccessful due to the aortic tortuosity in the area where the endoleak originated. The endoleak did not resolve and the case was aborted. The patient will be monitored by their physician. No additional clinical sequelae were reported and the patient is fine and was discharged. Review of returned video of the angio at implant (prior to cuff implant) shows an endoleak near the bifurcated stent graft flow divider approximately 3cm below the stent graft proximal graft margin. A still angio image post-cuff implant shows the same endoleak near the bifurcate flow divider. From these images cannot conclude if this is a type iii fabric or type IV endoleak, or possibly a proximal type I endoleak. There appears to be proper overlap between the contralateral limb and gate, so unlikely a type iii separation endoleak.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (tortuous aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (tortuous aorta).